Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 02/20/2020. H3 device evaluation summary photo: two photos were provided for analysis. Upon visual inspection of the pictures, it was noted two open foils, two sutures and two needles appear detached of product code w9501, lot mm884. However, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Second device captured in mw 2210968-2019-91293.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mmm884 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture strand detached from the swage of the needle. There were no adverse patient consequences reported.